Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient¿s contact reported the cycler alarmed during fill 1. Patient¿s contact noticed that there was fluid leaking from the patient connector. Treatment was cancelled. The sample set have been discarded. During follow up, the patient¿s contact reported there were no serious injuries, complications nor are there any signs of any infections. The patient¿s effluent remained clear. The patient is not on any antibiotics. There are no adverse events reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The failure mode cannot be confirmed.